Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error e333 occurred due to faulty touch panel or communication failure that occurred between the printed- circuit board and the touch panel. It could not determine if touching the device with a hand with alcohol applied was related to this phenomenon or not. Per the service manual of otv-s300, "e333 indicates touch panel failure. Touch panel sensor failure or disconnected communication between the cp board and the touch panel" were described as probable causes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during a therapeutic laparoscopic cholecystectomy procedure, the visera elite ii video system center exhibited touch panel error e333. The customer noted, it is suspected that the issue occurred because the device was touched with alcohol coated hands. It was also noted the intended procedure was completed successfully. There was no harm or user injury reported due to the event.